Event description:
It was reported that the subject device exhibited e315. The issue occurred during reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
E1: establishment full name: (B)(6) hospital. E1: establishment full address: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. However, it was considered that water and moisture entered the inside of the scope, and the moisture damaged the internal board of the connector, which led to the occurrence of the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.